Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Medwatch report # (B)(4) states: patient underwent a revision of the right acetabulum with removal of hardware. As well as complete synovectomy of the right hip. Relevant testing: prior to the procedure it was confirmed that her cobalt was 16.3 and her chromium was 12.1. Other relevant history: this patient underwent an initial total hip arthroplasty with a depuy asr total hip replacement. She had an uncomplicated postsurgical course. She had continued without much difficulty until her serial radiographs revealed osteolytic changes.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.